Event description:
It was reported that implant movement occurred. A left atrial appendage closure procedure was being performed. A watchman access system (was) was positioned, and a 35mm watchman flx laa closure device & delivery system (wds) were used. The anatomy was a difficult anterior chicken wing. The first deployment did not meet anchoring criteria. The second deployment met the criteria with average compression in the low 30% range, but resulted in an inverted threaded insert, along with significant deformation of the face of the device. The device was released and implanted. As the physician was closing the groin, the echocardiogram physician mentioned it appeared the threaded insert was no longer inverted. This was confirmed on echocardiogram. The echocardiogram probe was then removed. When the patient was extenuated, the implanter decided to take an additional fluoroscopy image. The device appeared to be even more proximal. The physician waited 15 more minutes and looked at fluoroscopy again. There was disagreement on if the device had moved more proximal again. The physician called the surgeon to discuss options. It was decided surgery was needed. The device was removed in the operating room via a thoracotomy and the appendage was ligated. The patient stayed the night in the hospital. The next day, the patient was recovering well.